Event description:
The user facility in the EU reported a 12-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a thrombus developed on the inlet of the impella 5.5 pump during patient support. The pump was explanted as a result of the noted issue. A new impella 5.5 pump was subsequently implanted for ongoing support, along with ECMO.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.